Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was met while filling the cartridge with insulin and multiple cartridge change errors occurred during the loading process. Customer successfully loaded another cartridge. Customer's blood glucose was 80 mg/dl.